Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (b(4), a minimal invasive direct coronary artery bypass (midcab) and a transapical (ta) tavr procedure were concurrently performed. During the tavr procedure, a 26mm sapien xt valve was deployed with nominal volume in a final 70:30 aortic/ventricular (a/v) position as intended. Mild paravalvular leak (pvl) was observed. The patient was discharged without issue. On postoperative day (pod) 28, the patient was hospitalized due to heart failure. On admission, the pvl was reported to be moderate with normal valve function. The mean pressure gradient (mpg) was 15 mmhg. On pod42, balloon aortic valvuloplasty (bav) was performed for the pvl; however, the pvl did not improve. No further treatment was performed due to the risk of annular rupture. Further information regarding the patient status was not provided. The valve remains implanted in the patient. The native annular valve area measured 470mm2 by CT. Moderate valvular calcification and no aortic root calcification was reported. It was perceived that the worsening pvl was due to ¿recoil¿ of the sapien xt valve.

Manufacturer narrative:
Additional information: narrative text. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The sapien 3 valve remains implanted in the patient and is not available for evaluation. No photographs, video or imagery was provided for evaluation. A review of work orders related to the device and any components potentially relevant to the event was performed. It was concluded that all product associated with exceptions during the manufacturing process was either 100% re-inspected or scrapped. During the manufacturing process, the sapien xt valve components undergo 100% visual inspections by manufacturing and quality. The frames undergo multiple 100% inspections for physical defects and are also 100% dimensionally inspected. In additional to these inspections, samples from each annealing lot are tested to determine ultimate tensile strength and percent elongation at fracture. Valve skirt components undergo 100% visually and dimensionally inspections. The valve also undergoes multiple 100% inspections during the valve assembly process. Prior to final packaging, the valve undergoes 100% visual inspection to ensure no damage to the valve from handling has occurred. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. Review of the lot history did not reveal any other complaints related to ¿valve ¿ pv leak worsening¿. The lot number for the valve complaints reference the valve serial number only; therefore, the review was performed for valve serial numbers (B)(4) through (B)(4), verifying that there were no other complaints associated with each serial number. A review of the complaint history for the sapien xt valve (all sizes) from february 2017 to january 2018 revealed no other complaints for ¿valve ¿ regurgitation ¿ pv leak¿. A review of the complaint history revealed that the occurrence rate did not exceed the january 2018 control limits for trend category ¿regurgitation¿. Review of the device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. A review of the risk documentation revealed that the event is anticipated in the risk management file. Gaps between the valve and native annulus or rvot/pv due to the frame size could result in mild pv leak. Frame excessively recoils could result in moderate pv leak. Space between deployed valve and annulus wall or rvot/pv is not adequately sealed could result in mild pv leakage. In this case, the worsening pvl was not able to be confirmed since no photographs or case imagery were provided. Per the physician, the worsening of pvl was attributed to recoil of the sapien 3 valve. The potential root causes of recoil could be related to incorrect geometries and/or incorrect material properties of the frame. However, without device return, additional visual (e.g. X-ray & sem analysis), dimensional (e.g. Thickness of the frame), chemistry (e.g. Ftir analysis) and/or mechanical testing (e.g. Ultimate tensile strength, percentage elongation & average grain size) were unable to be performed. Additionally, without procedural imagery returned for evaluation, the overall geometry and/or position of the implanted valve immediately post operation, pod 28 and pod 42 could not be compared. Therefore, it could not be determined if any manufacturing non-conformities contributed to the complaint. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Records indicate that all frames released for production built had 100% passed for both visual and dimensional inspections during receiving inspections. Additionally, all frame lots had passed the mechanical tests based on the sampling plan, indicating that the lots conformed to the specifications with 95% confidence and 99.5% reliability levels. As such, it is unlikely that the complaint was a result of a manufacturing nonconformance. A review of the manufacturing mitigations, DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. Although the root cause of the worsening pv leak 28 days post valve deployment cannot be determined, investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate valvular calcification, cardiac remodeling) may have contributed to the worsening pv leak and subsequent bav of the valve on pod42. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.